Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds. The lead was explanted and it was noted by the physician that there was a fracture at the lead tip. A replacement lead was implanted. No patient complications have been reported as a result of this event.